Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2009. According to the complainant, during the procedure, the hydratome device was inserted down the scope and positioned at the common bile duct. The physician bowed and unbowed the device several times while attempting to perform the sphincterotomy. While bowing the device an additional time, the cut wire of the sphincterotome broke. One end of the cut wire detached from the plastic catheter. The cut wire remained attached to the device on its other end. The entire hydratome was removed from the patient. A second hydratome rx sphincterotome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, during the procedure, the hydratome device was inserted down the scope and positioned at the common bile duct. The physician bowed and unbowed the device several times while attempting to perform the sphincterotomy. While bowing the device an additional time, the cut wire of the sphincterotome broke. One end of the cut wire detached from the plastic catheter. The cut wire remained attached to the device on its other end. The entire hydratome was removed from the patient. A second hydratome rx sphincterotom was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. No part of the cut wire detached into the patient.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the exposed cut wire was bent and broken; the broken ends were blackened/burnt. In addition, the working length was twisted. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole; the cut wire broke at approximately 16 mm from the distal pierce hole. The outer diameter measurements of the cut wire were found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause is operational context; likely due to the procedural factors and/or generator settings used during the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.